Event description:
It was reported that bd insyte autoguard needle retraction issues. The following information was provided by the initial reporter: monday this week and now today I have received reports that the bd insyte autoguard 20g needles are not retracting when the button is pushed. Or they do retract after a delay or they very slowly are retracting. Event date is 1/13 and 1/15.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Twenty-eight 20g insyte autoguard units were received in sealed packaging from lot #4290664. A functional test revealed that the needles would fully retract; however, the retraction time exceeded the specification limit. The manufacturing personnel were notified of this complaint. As the needles fully retracted, the complaint of needle retraction failure was not confirmed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.